Manufacturer narrative:
(B)(4).

Event description:
The patient has a history of peripheral artery disease. The physician was attempting to use an amphirion deep pta balloon catheter to treat a lesion in the right mid popliteal artery. The device was been used for pre-dilatation for directional atherectomy. The lesion exhibited little tortuosity, little calcification and 50% stenosis. Artery diameter 4mm x 30mm .the device was inspected and prepped prior to use with no issues noted. No difficulty loading device onto the guidewire. No excessive force used during delivery. No resistance encountered when advancing the device. During initial inflation at 4 atm, it was reported that inflation difficulties occurred and the balloon only partially inflated -the balloon burst. The lesion treatment was completed with directional atherectomy followed by dcb. No clinical sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: traces of blood and radio opaque solution were detected into the inflation line and on the balloon. A 0.014" guide wire was inserted and passed without friction from the tip till the hub. The shaft was visually inspected and no damaged point was found. The balloon was analysed and a longitudinal burst was detected. No other abnormalities on the device were found.